Event description:
It was reported that during a percutaneous coronary intervention, balloon movement occurred. The 90% stenosed target lesion was located in the non-calcified, moderately tortuous mid left anterior descending (lad) artery. There was in-stent restenosis of an unknown stent in the lesion. An 8x3.75mm quantum maverick balloon was advanced to the lesion; when the balloon was inflated the physician experience "watermelon seeding." The balloon slipped proximally in the lesion. Specific inflation details (atms/sec) were requested and are not available. No deflation difficulties were encountered. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)